Event description:
Segments are missing from the display. Customer stated that the "hundreds digit" is missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.